Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers received alleging that the patient suffers from high concentrations of various metallic elements in his blood. Update - medical records received (B)(4) 2013. Revision operative report indicates the following: aspirated 25 milliliters of turbid orange colored fluid; moderate to severe proliferative synovitis with a 2x2 cm pseudotumor on the posterior of the tip of the greater trochanter; moderate trunion corrosion; an area of osteolysis in the pubis of approximately 1.5 cm in depth. Adapter sleeve and femoral stem added to complaint.